Event description:
It was stated that the customer passed away due to diabetes complications as well as heart problems. It was later confirmed by the customer's sister that the customer was wearing the insulin pump at the time of death and she stated the customer died of natural causes. Arrangements were made to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.